Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, the right ventricular lead exhibited loss of sensing after suture sleeve tie down. The lead was removed and replaced.